Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Customer misunderstanding of operation. Did not insert pads into the pads sentry, prompting error.